Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the pin fell out of the handle. The design team have identified that the failure of the pins falling out or missing is due to the pin being a transition fit with the mating parts. The vibration created when the instrument is struck will in time work the pin loose. Design changes have been undertaken to improve the performance of the product but have not completely eradicated all the risks the complaint was found to be justified. The root cause was attributed to design the product will be retained in a secure storage area in warsaw. No corrective action is required. Post market surveillance is per (B)(4).

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pin fell out of the handle.